Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that there were operation difficulties implanting the right ventricular lead. Upon extraction, it was noted the right ventricular lead had retraction difficulties. The reported lead was not installed and the procedure was completed using an alternative lead on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that there were operation difficulties implanting the right ventricular lead. Upon extraction, it was noted the right ventricular lead had retraction difficulties. The reported lead was not installed and the procedure was completed using an alternative lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix retraction issue was inconclusive. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix to be stretched and damaged consistent with procedural damage. Further analysis could not be performed. No other anomalies were found.